Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for a routine device upgrade. During the procedure the right ventricular lead was noted to exhibit loss of capture and impedance measurements less than the lower limit. The decision was made to cap and replace the lead on (B)(6) 2020. There were no patient consequences.